Manufacturer narrative:
Device alarmed motor error during the basic occlusion test due to loose or protruded drive support disk. Unable to perform operating basic occlusion test, occlusion test, prime or compromised force sensor system alarm test, excessive no delivery test or verify delivery anomaly due to motor error alarm. Device had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and stained address or serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 438 mg/dl. The customer had symptoms such as dizziness, thirst, and not able to concentrate. Customer treated with manual injection customer's blood glucose value was 600 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on the morning prior to call. Troubleshooting was performed. The drive support cap appeared sticking out. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. Customer also reported that the insulin pump had a motor error alarm and stated that the drive support cap was sticking out. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.